Event description:
Customer reported the system displayed a motion error. No pt injury was reported.

Manufacturer narrative:
A ge rep found the system to be experiencing up/down motion problems. The system was recalibrated and operated as intended thereafter.